Event description:
Country of complaint: (B)(6). Complaint description: inner foil adheres to outer foil. Under optimum surgical conditions sterile withdrawal not possible.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: inner foil adhere to outer foil. Under optimum surgical conditions is a sterile withdrawal not possible. Samples received: 13 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM has opened all closed packs received and the aluminum pouch neither was stuck to the outer paper foil. All packs have been opened correctly. We need defective samples showing the defect to asses properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.